Event description:
Pir - infusion interrupted. No other information available.

Manufacturer narrative:
The evalation is currently underway. A follow-up report will be initiated after the evaluation is complete.